Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had damaged and upon implanting the lead into the septum, the lead had failed to capture and exhibited high pacing impedance measurements. It was also reported that the helix of the rv lead had failed to extend hence the lead could not be fixed. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were failure to capture, high pacing impedance, helix mechanism issue, and lead damaged. As received, a complete lead was returned with the helix retracted and covered with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood / tissue. The reported events of failure to capture and high pacing impedance and lead damaged were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. The reported event of a helix mechanism issue was confirmed.